Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a dexcom g7 pairing failure to the ilet, resulting in no cgm readings and suspension of automated dosing; the user entered a calibration blood glucose of 272 mg/dl and was instructed to charge the ilet, enter the g7 sensor code, and install the g7 app, after which a new sensor was started and began warm-up. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin dosing with continued therapy after user-entered bg and sensor replacement. Investigation included guided troubleshooting and education to verify sensor setup, app installation, device charging, and sensor pairing workflow. Investigation of this case revealed a pairing/connectivity issue between the g7 sensor and the ilet that was resolved through corrective setup steps and initiating a new sensor session. It was concluded, based on previously established findings for similar reports, that user setup factors and device state contributed to the pairing failure.